Manufacturer narrative:
On (B)(6) 2017, the pump was returned and investigated with the following results: a hard ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from ¿cs69¿ after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the issue caused or contributed to an adverse event. On (B)(6) 2017, the pump was returned and investigated with the following results: a hard ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from ¿cs69¿ after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39) this complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.